Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain two on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated they had disconnected to use the restroom and may have gotten air in the system disconnecting or reconnecting. The technical service representative (tsr) explained the alarm and assisted in clearing the alarm. The hp would contact their registered nurse (rn) for further instructions on performing therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.